Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 250mg/dl with customer's meter and 170mg/dl with another meter. The customer's expected fasting blood glucose test result range is 100 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date is (B)(6) 2017 (today). The meter memory was not reviewed for previous test result history (date / time not set): customer originally customer called about a "dead meter" after having replaced the battery 3 times. Customer stated during troubleshooting that the meter was acting weird and when she compared it to her friend's meter, there was a big difference. I asked customer if she is experiencing symptoms of high/low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between 100-160mg/dl non- fasting. I was unable to obtain any information from meter. Meter would not turn on with using either button or with strips.